Manufacturer narrative:
Follow up submission: no sample was provided for evaluation. At this time we are unable to confirm the reported issue. However, based on similar complaint investigations, a probable root cause is related to the current mirror finish surface on the elbow, which makes the mask very difficult to remove. CAPA was opened to further investigate this issue. CAPA (B)(4). The elbow will now contain a textured finish to allow the mask to be easily removed from the elbow.

Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Sales rep reported the following. "Mask not coming off CPR bag to allow personnel to use on a tubed patient".